Event description:
This spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. Relevant medical history and concomitant medications were not provided. The patient was taking an unspecified medication for an unspecified indication via a humapen ergo teal pen body with a clear cartridge holder. On (B)(4) 2009, the humapen ergo teal pen body with a clear cartridge holder attached was reported to the engagement tabs were broken. The humapen ergo teal pen body with a clear cartridge holder attached is associated with product complaint (B)(4) (unknown lot). The patient operated the pen, and his training status was not provided. The general device duration of use was two years (2007). Use of the device was not provided, and its return was expected.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.